Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motion sensor test failure. The customer had motor error alarm, along with motor position encoder error. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced. The customer was being sent replacement pump.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to confirm the motion sensor test failure alarm due to the motor error alarm. Unable to perform the occlusion or unexpected restart error tests due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime and self tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.